Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage. Stent strut rows 1 to 4 on the proximal end of the stent are damaged and pulled slightly in a proximal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube kink at approximately 198mm distal to the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with maverick balloon catheter. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again with maverick balloon catheter and another promus element stent of different size completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.